Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 50 mg/dl, obtained with the performa system (system 1) and 178 mg/dl obtained with the instant system (system 2). The same day, the patient received the following results within 15 minutes: 60 mg/dl, obtained with the performa system (system 1) and 253 mg/dl obtained with the instant system (system 2).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.